Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and inspected for the reported failure mode. The needle is jammed inside the shaft of the gun and about 50 mm of the distal portion of the needle is protruded through the jaws indicating that the needle was pulled out from the distal end of the gun. The rear flag section of the needle is also broken off. This complaint can be confirmed. This failure can be attributed to mishandling when trying to remove the needle. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. Therefore, we cannot determine what caused the user to experience the reported event; we cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). The lot number is currently unavailable; therefore, the exp date is unavailable. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
This is report 2 of 2 for the same event. It was reported by the sales rep that during the setup for a rotator cuff repair, it was observed that the needle broke inside the device. The sales rep reported that it first broke near the back or closer to the handle but then when the scrub tech attempted to remove it, it broke again nearer the tip of the needle. The sales rep confirmed that the staff was not injured. The surgeon completed the procedure with another like device with no patient consequences or delay. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.